Manufacturer narrative:
MDR (B)(4) initial 1/2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
The patient reported an event on (B)(6) 2026 that treating high blood glucose by pump and adhesive patch completely detaches during use- detachment / significant wetness, infusion set dislodged.